Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported pump shows w2 (battery low) error message. Caller alleges pump shuts down automatically without an e2 (battery depleted) error message. No adverse event reported. Requested return of the alleged device for evaluation.